Manufacturer narrative:
Common device name: nucleic acid amplification assay system, group b streptococcus, direct specimen test. Batch#-1286473, 2004500. Exp.date- 25-feb-2023, 10 -june-2023. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: 12-oct-2021, 04-jan-2022.

Event description:
It was reported that the bd max¿ gbs had two false positive events. No results were reported to the clinician or to the patient. The following information was provided by the initial reporter: "it was reported that there are false positives. Customer problem: customer reported fp for lot 1286473 and 2004500. Customer noted that this issue persists even after repeating the samples on side a and b. It give discrepant results"

Manufacturer narrative:
Investigation summary. The complaint investigation for discrepant result when using the bd max gbs assay (ref. 441772) lots 1286473 and 2004500 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of the complaints history. Review of the manufacturing records of the bd max gbs indicated that lots 1286473 and 2004500 were manufactured according to specifications and met performance requirements. Customer reported false positive results while using the bd max¿ gbs kit lots 1286473 and 2004500. According to customer, when retesting the samples, discrepant results were obtained. Aside from the information available in the complaint text and despite several requests made to the customer, no data or additional information was received. Without more details, bd was unable to further investigate the complaint. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max gbs lots 1286473 and 2004500. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that the bd max¿ gbs had two false positive events. No results were reported to the clinician or to the patient. The following information was provided by the initial reporter: "it was reported that there are false positives. Customer problem: customer reported fp for lot 1286473 and 2004500. Customer noted that this issue persists even after repeating the samples on side a and b. It give discrepant results".